Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing with a black reload, the blade only advanced to the point that three staples came out (not formed) - moving distally. Another black reload was placed into the device and the same things happened. Although the blade advanced and some of the staples were released from the cartridge, no tissue was involved in either of the first two firings. Another ple60a device was opened used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Thin stomach tissue. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Black x 2. What other color cartridges were used before and after this event? Black x 2. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not fully fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Reverse button worked as expected. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? New device. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes they did not form a b - only a few came out. Was the staple line incomplete or did it exceed the cut line? No tissue involved. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with two partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.